Event description:
The clinic reported after the completion of cataract extraction procedure, the compact phacoemulsification unit had turned off and would not power on. Furthermore, the clinic reported visible smoke with an odor emitting from the inside of the unit. The clinic reported no patient injury.

Manufacturer narrative:
Not provided, as to no patient injury is reported. The categories for outcomes attributed to adverse events is not applicable as to product problem selected. The phacoemulsification machine was examined and tested at the customer location by an abbott field service specialist (fss). The fss visually inspected the unit and found burnt components on the subsystem controller (ssc) printed circuit board assembly (pcba) and the single board computer (sbc) printed circuit board (pcb). The fss rectify the reported issue by replacing the ssc pcba and the sbc pcb. The fss tested for all modes of operation. Perform a field service checklist. The machine was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
In initial report, model number is incorrect. The correct model number has been provided. Cmp680300. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.